Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 4076 non-defib lead implanted: (B)(6) 2009, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. It was also reported that there was high threshold on the right atrial (ra) lead. The device was explanted and replaced. The ra lead was capped. No patient complications have been reported as a result of this event.